Event description:
Reporter indicated a pt's vns lead and generator was replaced due to "vns failure". A lead fracture is suspected. The pt's vns had been unable to be interrogated prior to the surgery and was believed to be at end of service. The patient had no trauma and did not manipulate the vns. X-rays were performed prior to the vns replacement surgery which did not identify any anomalies. High lead impedance was not noted prior to the replacement surgery. The explanted vns lead and generator have been received and are currently in product analysis. Attempts for further info are in progress.

Manufacturer narrative:
Eval, conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.